Manufacturer narrative:
The main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type lead product ID (B)(4) lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reiterating their previous report stating that they maybe possibly getting paddle leads. It was reported that their percutaneous leads had moved and they weren't feeling stimulation in the same location. Again, they reported that they had gone to the emergency room on (B)(6), because of their increased pain. They stated that they did an x-ray and met with a rep on (B)(6). The patient had a consult appointment with their doctor on (B)(6) and from the x-ray the doctor and the rep confirmed that the leads had moved from the x-ray. The patient had an appointment with the neuro surgeon on (B)(6) 2017. It was stated that the patient may get the paddle leads. It was reported that the event occurred in (B)(6) 2015, no sooner than the (B)(6) but probably noticed it somewhere between the (B)(6) . On (B)(6) 2017, the patient reported that they were having a revision surgery and getting paddle leads due to the problems they previously mentioned. It was reported that they were doing two mris to look at the implant. The patient wanted to know the time frame they could have the mris and they were told that the MRI facility should call patient services as well. It was reviewed that the patient could be scanned for 30 minutes every 90 minutes in a full body MRI. On (B)(6) 2017, the manufacturing representative (rep) also reported that they had spoken with the patient on the phone and they reported that they had their consult with their doctor on (B)(6) 2017. Now the patient was just deciding on when they wanted to proceed with the paddle lead and then they'd schedule it with their doctor. The rep had no further information at this time. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: : product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient planned to have a revision and wanted to wait until a new stimulator model was available. The patient was redirected to their healthcare provider. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-08-22 from a manufacturer representative reporting the paddle lead implant was scheduled for (B)(6). No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) serial# (B)(4). Implanted: (B)(4) 2016. Product type lead product ID 9 (B)(4) serial# (B)(4) implanted: (B)(4) 2016. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form the patient inquiring about the new device (ins) again. The patient indicated that they were upset that they had been waiting for two months for the device. They stated that their surgery had been approved and were just waiting on the actual device. It was reported that they had been scheduled to have their surgery on (B)(6) 2017, but it got postponed because the device was not yet out. It was reviewed that only a handful of manufacturing representatives have been trained and the full release was expected towards the end of the month. It was reported that their healthcare provider (hcp) would not schedule a surgery until the rep had the device in hand. It was reported that their rep would not be trained until (B)(6). The patient was redirected to the hcp. Patient repeated previous reported malfunction of their leads moving, which is why they were replacing the device. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient's leads were surgically removed and replaced with a paddle lead and a new ins. The patient stated that she didn¿t fall down and did not know why the leads moved. No symptoms were reported. There were no reported complications and no further complications were expected.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
A patient reported via manufacturer representative a change in stimulation coverage and increase in pain occurred (B)(6). The patient reported the pain was so bad in the upper left shoulder blade that she went to the emergency department. An x-ray was taken. The patient denied any fall or injury that may have contributed to the event. Reprogramming was attempted to re-capture the previous area of coverage, which was unsuccessful. The x-ray was compared to the implant x-ray and it appeared that one of the leads had migrated down several vertebrae. The patient had an appointment scheduled in (B)(6) to discuss options. No further complications were reported. The indication for implant was unknown.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 97791, lot# serial# unknown, product type: accessory. Product ID: 97791, lot# serial# unknown, product type: accessory. Analysis of the lead serial # (B)(4), found that the stimulator lead body was cut through and the product was segmented when returned; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. The ins output was tested at the cut end of the returned lead. Good stable output was observed on all electrode pairs the ins had when it was received. Lead- (B)(4): the conclusion no longer applies. The results code no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type lead product ID 97791 lot# serial# unknown implanted: explanted: product type accessory product ID 97791 lot# serial# unknown implanted: explanted: product type accessory analysis has not yet been completed. A supplemental report will be sent for analysis results when they are available. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2017 reporting that they had an x-ray for the leads having moved. The consumer did not know the results of the x-ray. An appointment with the hcp was scheduled for the future. No further complications were reported. Indication for use was non-malignant pain.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260 lot# ,(B)(4) implanted: (B)(6)2016 explanted: product type lead product ID 977a260 lot# (B)(4) implanted: (B)(6)2016 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient mentioned there was difficulty clarifying MRI guideline information with a representative via text/phone. The patient noted she is working to schedule the revision surgery and has an appointment this coming week. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260 (B)(4) implanted: (B)(6)2016 explanted: product type lead product ID 977a260 (B)(4). Implanted: (B)(6)2016 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that they were with the patient and tried to reprogram them again and stimulation was too low. It was reported that the patient was given the option of a paddle lead. They were going to have a consultation after the (b(6) (start of new doctor office). No further complications were reported/anticipated.